Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system shut down without prompt from the user. It was noted that there was discoloration on the power cable at the connection where the cord attached to the main navigation system. Restarting the navigation system restored functionality. There was no patient present when this issue was identified. No additional information was provided.